Manufacturer narrative:
The event of sagging is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sagging.

Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "fibroma, sagging and breast cancer". The event "breast cancer" is deemed not related to the device. This record is for the right side. The device was explanted and replaced. Device was discarded.